Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer.

Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). It was determined that segments were missing from the results field of the display. The display did not appear to be faded and the full display remained on screen, but the results field would intermittently show "777" instead of "888". No results have been misinterpreted due to the issue.

Manufacturer narrative:
The meter was returned for investigation. The device did not turn on during the investigation. The meter was disassembled and a visual inspection of the printed circuit board revealed contamination due to fluid ingress. The contamination on the battery contacts caused a power interruption, therefore it was not possible to turn the meter on. The observed contamination can lead to the issue and is related to a use error. Medwatch fields d9 and h3 have been updated.